Event description:
It was reported the patient had increased severity of obsessive compulsive disorder symptoms due to serotonin-noerpinephrine reuptake inhibitor stop prior to surgery to prevent hemorrhage. The patient had more anxiety, more severe compulsions and obsessions. The patient¿s medications were titrated down for anafranil. The patient also had a headache and nausea. A scan without contrast results was done and was normal. Dafalgan and brufen were given as needed. Depakine 300 mg per day, mirtazapine 30 mg per day, inderal 40 mg twice daily, and redomex 25 mg twice per day were administered. Additional medication intervention included neurofen, stilnoct, and aparanax. The event resulted in in-patient hospitalization. The event was noted as resolved without sequelae. The event was not related to the device and possible related to the procedure. Additional information reported zyprexa was increased. Additional there was a medication adjustment with seroquel, etumine, and temesta. Refer to manufacturer report # 9614453-2014-02552, the patient is implanted with bilateral systems.

Manufacturer narrative:
Product ID: 7428, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7428 , serial# (B)(4), product type: implantable neurostimulator. (B)(4).